Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted (B)(6) 2005. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on a remote transmission, the electrogram showed a suspected t-wave right ventricular oversensed beat. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.